Event description:
It was reported by patient directly that a howmedica knee was implanted in 2001. Patient is now experiencing "swelling, heat, pain and stiffness that cannot be explained" by her doctor. Patient is wondering whether the polyethylene in the knee replacement is causing an allergic reaction.

Manufacturer narrative:
No device specific information is available and the device remains implanted. Insufficient information to perform an indepth analysis at this time.